Event description:
During an eval of a spectrum pump for nuisance battery alert message, the device experienced a door not fully latched alarm. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The pump was found out of specification. The door not fully latched message was confirmed and reproduced during eval caused by a failed upper latch switch. The failed upper auxiliary assembly was replaced.